Event description:
During the procedure, the versajet hand piece did not prime when the surgeon was ready to use it for hydrodissection. Operating room staff tried numerous times to get the fluid to prime through the tubing into the hand piece without success.